Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and a54. The customer stated that this usually occurs when it's time to replace the pump. The customer's blood glucose was 385 mg/dl at the time of incident and she treated herself with a syringe. During troubleshooting, her pump alarmed compromised force sensor system. The drive support cap appeared to be normal and had not been pressed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.